Event description:
On (B)(6) 2010, pt reported the down button on her infusion device is no longer responding when she is attempting to give a bolus. Pt stated she first noticed the issue about 2 weeks ago. Pt reported the issue was intermittent at first. Pt stated she noticed because the button would not respond as normal. Pt reported when she noticed it, she was trying to change the time and date on the infusion device. Pt stated the down button stopped responding completely about a week ago. Pt reported the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.